Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was found to have a gl bleed, and no source of the gi bleed was noted. An outpatient capsule endoscopy was conducted and the results inconclusive. The pt remains ongoing.

Event description:
Additional information:it was reported that the patient has had no further issues with gi bleeding.

Manufacturer narrative:
A correlation between the device and the reported event of gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.